Event description:
Dealer stated the bed leg gave out, footend not sure which side. Consumer states allegedly that her husband fell out of bed. No injury is alleged or reported.

Manufacturer narrative:
No RMA has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 2 years old. The user manual part number 1123842 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.